Event description:
The patient reported tenderness and referred abdominal pain while wearing the wearable. Attempts have been made to change the programs on the transmitter assembly. However, the patient cannot wear the wearable due to the tenderness in their abdomen. X-rays were performed which verified positioning of the neurostimulator. An explant procedure was performed on (B)(6) 2026. No further issues have been reported.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. Based on this review, migration has been ruled out. Additionally, programming parameters, the patient having contraindicating conditions, severe force being applied to the implant, and implanting the device off-label have been ruled out. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, conclusion has been selected as unable to determine root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended.